Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that at the conclusion of a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad from the grasping section of the device burnt and peeled back exposing metal on the jaw. The teflon pad damage occurred while the surgeon was performing a seal and cut on the patient¿s tissue. No device fragment fell into the patient. There was no bleeding observed. The generator settings during the procedure were cut 2/ coag. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to the service center for evaluation. A visual inspection was performed on the device received and found some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn and lifted causing metal exposure. Additionally, there are multiple char marks on the teflon pad. The device was attached to a test usg-400/esg-400 and the device passed the probe check. Both switches were checked and found both switches are functional. The distal end of the device was inspected under a microscope and found charring on the probe tip; however, there are no cracks or other anomalies. Based on the evaluation, the likely cause of the damaged teflon pad is due to no tissue or insufficient tissue between the probe and jaw during activation of the device.